Event description:
Customer complaint - liimited data available. Customer complained about the device when switched on the plug there was a spark on the wire connected to the pad.

Event description:
Customer complaint - limited data available. Customer stated that the device sparked on the wire connected to the heating pad when plugged in.